Event description:
It was reported that a device battery ¿stopped suddenly¿ and ¿shorted out five wires out of sixteen.¿ it was noted that the device ¿just died.¿ it was indicated that the implantable neurostimulator and ¿wires¿ were replaced. It was unclear which ¿wires¿ were replaced.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# n0030734, implanted: (B)(6) 2005. Product type: lead: product ID 377745, lot# n0038944, implanted: (B)(6) 2005. Product type: lead: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension. (B)(4).